Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the stroke was managed with a thrombectomy which lessened stroke symptoms. The patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic stroke and hypertension could not be conclusively determined through this investigation. Additionally, review of the submitted log files confirmed unsustained low flow fault flags that the account attributed to hypertension. The submitted log file captured transient low flow fault flags on (B)(6) 2023 that did not last long enough to trigger low flow hazard alarms. Of note, pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists stroke and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including international normalized ratio (inr) values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The document explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, "introduction," provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms as well as how to respond to each alarm condition. Section 6 of the IFU ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr range. Additionally, section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow events on (B)(6) 2023 associated with hypertension. A review of the log file revealed 3 unsustained low flow events with high pulsatility index (pi) on (B)(6) 2023. That same day, the patient had an acute ischemic stroke, from the right m1 middle cerebral artery (mca) at approximately 0953. They had left-sided facial droop; drooling; left arm neglect and flaccidity; and delayed/slurred speech. A head computed tomography scan confirmed an acute right mca infarct. The patient's pi resolved, but they have residual left-sided weakness but still have functionality.